Event description:
The customer observed a falsely decreased architect tsh result for one patient. The following data was provided (customer¿s reference range is 0.35-4.94 uiu/ml):sample ID (B)(6) initial result was 0.0706 uiu/ml. The sample repeated as 6.15 uiu/ml, which based on the patient¿s history, was determined to be the correct result. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased tsh result on an architect i1000sr, serial number (B)(6). Through an extensive investigation, the fsr found that the trigger_pre-trigger heater was leaking. The fsr performed multiple troubleshooting services including the replacement of the assy, trigger_pre-trigger heater, complete (rohs), part number 7-200599-02, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.